Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 his cycler was alarming for a heater bag issue. During troubleshooting the patient found fluid leaking from the cassette area. Treatment was discontinued. The patient was advised to contact his pd nurse. The set was discarded. During follow up the pd nurse reported the patient's effluent remained clear. He did not have any complications. He was not prescribed any antibiotics.